Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a left sided crtd upgrade. On (B)(6) 2016 one day post implant, a chest x-ray was performed at 8:00am and no anomalies were noted. However, a second x-ray performed at 4:00 pm the same day revealed a left sided pneumothorax and pneumopericardium. The physician noted that there was no evidence of perforation on either x-ray or computerized tomography scan of the chest. The physician remained uncertain as to the mechanism of the pneumopericardium and pneumothorax and had not excluded perforation. A chest tube was inserted with resolution of the pneumothorax. The pneumopericardium began to abate radiologically after 4 days. The patient was recovering. No further information could be obtained.